Event description:
It was reported that the patient experienced an increase in neurological deficit in the left leg. The event was reported a worsening or exacerbation of a pre-existing condition. The patient was scheduled for follow-up with a neurologist, and the patient outcome was reported as resolved without sequela as of (B)(6) 2011.

Manufacturer narrative:
(B)(4).